Event description:
It was reported that the patient experienced discomfort from twitching sensation. In clinic, it was noted that the twitching sensation was due to atrial noise oversensing. No interventions were performed. The patient was in stable condition.